Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon ruptures occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. During inflation at 14 atmospheres, the balloon ruptured. A second 1.50mm x 12mm emerge balloon catheter was advanced; however, it also ruptured during inflation at 10 atmospheres. Both devices were successfully removed from the patient. There were no patient complications.